Event description:
The patent was in the ICU and on a tpa drip with the flexor ansel guiding sheath in the right common femoral artery. The sheath was up and over in the left leg and the sheath had another manufacturer's catheter inside it. Around midnight of (B)(6) 2010, the pt's pressure dropped dramatically. The physician on call came to the pt's bedside and noted a huge amount of blood everywhere. The hub of the sheath had separated and the pt required a blood transfusion of 2 units. A small 7 fr sheath from another manufacturer was placed after the difficulty occurred. The pt is currently doing fine and in stable condition.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). To assist in the investigation, three devices were returned in a used condition: one with no cap attached and the other two with cap attached, but the sheath pulled through with minimal effort, although not measured. The flare of the complaint device was intact with no evidence of elongation. The gap between the cap and hub was approx 0.0625". For the other two returned devices, this gap measured approx 0.0610" and approx 0.0660". Per quality control specification, it is confirmed that the correct proximal fittings and the flare is caught securely in cap assembly. It is also verified that sheath does not rotate and that the coil in the sheath continues into cap. Each flare is inspected for size. During investigation, the cap and flare were verified to correct size; however, the gap between the hub and cap may be characteristic of insufficient torque applied during assembly. A review of manufacturing records revealed the devices were manufactured prior to a change request that (B)(4); effective implementation date of 15 sep 2010. The appropriate internal personnel have been notified of this complaint and we are continuing our monitoring of similar occurrences.